Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal history did not match the active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: the basal history for (B)(6) 2017 appears to be inaccurate due to a temp basal program being run on (B)(6) 2017 from 18:24 to 19:12. An alarm code eaw174 (basal edit not saved) was recorded on (B)(6) 2017 at 19:15 indicating that the user attempted to edit the basal rate but did not select save: therefore, the basal history recorded a 0.00 u rate for this time. A 0.00 u basal rate was programmed on (B)(6) 2017 from 13:48 to 13:51, from 21:48 to 21:51, and from 22:12 to 22:15. A 0.00 u basal rate was recorded on (B)(6) 2017 at 21:00 due to a rewind step during a cartridge change. The pump was exercised for 24 hours with a 1.0 u/hr basal rate; at the end of testing the basal history correctly showed 1.0 u and the total daily dose showed 24.0 u as expected. The investigation was unable to duplicate the complaint of the basal history not matching the active basal program. Unrelated to the complaint, the battery compartment was cracked below the bumper pad.